Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received, which indicated that a revision procedure occurred to replaced the ICD. After anesthesia was delivered, but prior to pocket incision, the patient experienced pulmonary distress and pulseless electrical activity (pea). The patient was successfully resuscitated, and sent to a different hospital to received a left ventricular assist device (lvad). At this time, it is unknown if the patient's device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received which indicated this ICD remained implanted and reached end of life (eol). Boston scientific technical services (ts) discussed that therapy can no longer be guaranteed. It was noted that the patient is on the heart transplant list. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received which indicated this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported. Additional information was received, which indicated that a revision procedure occurred to replaced the ICD. After anesthesia was delivered, but prior to pocket incision, the patient experienced pulmonary distress and pulseless electrical activity (pea). The patient was successfully resuscitated, and sent to a different hospital to received a left ventricular assist device (lvad). At this time, it is unknown if the patient's device was replaced. No additional adverse patient effects were reported. Additional information was received which indicated this ICD remained implanted and reached end of life (eol). Boston scientific technical services (ts) discussed that therapy can no longer be guaranteed. It was noted that the patient is on the heart transplant list. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported.